Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322 (link switch error (low)). The cause was identified to be lower switch not functioning. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.